Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified some fold creases, a delamination of the valve, an observed void >1 mm in non-textured, and valve-to shell-bond area. The leak test process did not identify openings and microscopic analysis was performed which identified; partial delamination of diapherm flange disk(20%) assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.